Event description:
The pump was infusing lipids at 22 cc/hr for 500cc into a central line, and the infusion finished in approximately 3-4 hours. No pt injury resulted. At that time, the pump was sent to the biomed., where the reported issue was not confirmed.